Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator had an error code indicating alarm light emitting diode (led) failed. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the power switch overlay.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.